Event description:
Based on info reported to davol: it was reported that a simpulse solo kit was received with cracked packaging. When the boxes were opened, the product package was noted to be cracked, compromising the sterility of the product inside. The damage was noted upon receipt of the product and there was no pt involvement as the product was not used. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was reported that the simpulse product packages inside the outer box were compromised. The device was returned and visual examination confirmed that the unit had varying degrees of a cracked/broken blister. The blister packaging seal was found to be completely intact and not compromised. A review of the device history record for ths production lot found no manufacturing discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blister is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.